Manufacturer narrative:
Therapy date: date of explantation (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00026 (ref: 01.00634.054 zimmer mmc, cup, uncemented, 54 mm/46 mm, code l). 0009613350-2022-00027 (ref: 01.00181.500 metasul ldh, head, 50, code p, taper 18/20). Neither product nor lot number available.

Event description:
It was reported that the patient had a revision due to osteolysis.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g3, g6, h10. Event description: it was reported that the patient received an mmc cup and ldh head on (B)(6), 2009, and underwent revision surgery on (B)(6), 2021, because a large area of periacetabular osteolysis was discovered on a radiographic follow-up. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned, as the devices were discarded. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet, as the reported mmc cup size 54/46 code l is not compatible with the reported ldh head size 50 code p. DHR review: review of the device history records could not be performed as the lot numbers are unknown. Conclusion: it was reported that the patient received an mmc cup and ldh head on (B)(6), 2009, and underwent revision surgery on (B)(6), 2021, because a large area of periacetabular osteolysis was discovered on a radiographic follow-up. The investigation did not identify a nonconformance or a complaint out of box (coob). The compatibility check showed, that the reported mmc cup and ldh head are not compatible. Due to the significant lack of medical and product data, the reported event cannot be confirmed. Therefore, no specific cause could be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00026-1.

Event description:
Investigation has been completed.